Event description:
It was reported the single use lithotriptor's wire at the handle side broke. This occurred during a lithotripsy procedure. The procedure was completed with a device of another manufacturer. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the confirmation result of the device and the investigation results in the past, a likely mechanism causing the reported event might be the following: 1.due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2.due to the described above ¿1¿, the basket was deformed, and the operating pipe broken. Olympus will continue to monitor field performance for this device.